Manufacturer narrative:
Per the clinic, the magnet replacement was performed on (B)(6) 2017. This report is submitted on june 14, 2017.

Manufacturer narrative:
This report is submitted on may 16, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (3.0 tesla). Surgery to replace the magnet is planned but has not taken place as of the date of this report. The implanted device remains.